Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 54 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 15 minutes. Customer reported that daily she goes low at 40 mg/dl and 50 mg/dl, so wants to adjust basal rates. Based on customer report customer does not allege pump was over delivering. Customer successfully lowered blood glucose units from 2 pm to midnight. Customer blood glucose was 88 mg/dl 12 minutes into the call. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.